Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, the fiber tip ruptured. The fiber was exchanged and the procedure was completed utilizing a second fiber. No injury to the patient occurred due to this event.

Manufacturer narrative:
A review of the device history record confirmed that the device met all material, assembly and performance specifications prior to release. Analysis of the returned device confirmed that the fiber tip exhibit no signs of breaks/fractures. Analysis showed that the glass cap bevel edge and metal cap are not aligned. The glass cap can rotate independently of metal cap, and protruding from metal cap. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. The outer flow tubing open end exhibits minor scratch marks. The observed fiber findings are known inherent risk of the device. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Cap wear acceleration lead to the possibility of loose glass cap in metal cap. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. Based on analysis results, the reported fiber cap break was not able to be confirmed as no breaks were identified along the fiber body. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during photo selective vaporization of the prostate (pvp) procedure, the fiber tip ruptured. The fiber was exchanged and the procedure was completed utilizing a second fiber. No injury to the patient occurred due to this event.